Event description:
Reference number (B)(4) event occurred in australia. It was reported that the patient faced hyperglycemia on (B)(6) 2026. The blood glucose level was high and the patient was treated with inslin pump. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6) patient country - australia.